Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the probe wipe tubing was routed incorrectly and was causing the leak. The fse re routed the tubing, which repaired the leak. The repairs were verified by established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter act diff 2 analyzer when running controls. The instrument was generating low results on white blood cell (wbc), red blood cell (rbc) and hemoglobin (hgb) controls. The volume of the leak was about 10 mls and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.